Event description:
It was reported that the device exhibited far r wave oversensing causing inappropriate atrial tachycardia/atrial fibrillation episodes. Programming changes were discussed but not made at this time. The patient was asymptomatic.